Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. It was mentioned that about 10 ml of water was aspirated by syringe. It was also mentioned that when the user tried to deflate the balloon using a syringe, the balloon deflated completely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. It was mentioned that about 10 ml of water was aspirated by syringe. It was also mentioned that when the user tried to deflate the balloon using a syringe, the balloon deflated completely.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut inlet tubing and sample port connector. Visual inspection of the sample noted the catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no difficulty. With syringe attached the balloon deflated without issue or cuffing. Dissect the balloon to verify notch perforated. The reported failure could not be reproduced. The device history record review and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.